Event description:
It was reported that the implantable pacemaker device was suspected of premature battery depletion (pbd) and the longevity dropped from 2.5 years to 10 months in a span of a year. Technical services (ts) discussed possible battery transition, but the power consumption was increased. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Chronic high atrial sensing rates, such as for patients with chronic atrial fibrillation, can reduce longevity in devices that are programmed with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing can result in longevity appearing to be lower than expected or to be lower than expected. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that the implantable pacemaker device was suspected of premature battery depletion (pbd) and the longevity dropped from 2.5 years to 10 months in a span of a year. Technical services (ts) discussed possible battery transition, but the power consumption was increased. This device remains in service. No adverse patient effects were reported.